Event description:
Additional information was received indicating the device was interrogated in clinic using ble successfully and then paired to the patient's remote monitoring application on their phone.

Manufacturer narrative:
The reported event of an inability to communicate via remote monitoring was confirmed. The issue was resolved by bringing the patient into clinic for device interrogation. No further investigation is required at this time. If the issue persists, the investigation will be re-opened. The results of the software analysis are inconclusive since no additional information was obtained to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed. The patient is showing as connected via merlin.net as of the closure of this investigation.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, the device was unable to be paired using bluetooth (ble) to the remote monitoring application. Technical support was contacted and troubleshooting remotely was unsuccessful. Additional troubleshooting is anticipated. The patient was stable and will continue being monitored.